Event description:
A 2.50mm diameter x 12mm length sprinter legend rx balloon dilatation catheter and an other brand balloon dilatation catheter were inserted into a pt for treatment of a non-tortuous, severely calcified mid lcx lesion, which exhibited 85% stenosis. It is reported that the pre-dilatation balloons were inflated to 16atm for 3 seconds. It is reported that both pre-dilatation balloons ruptured after first inflation. After balloon dilatation, it is reported that a 2.50mm diameter x 24mm length endeavor resolute rx drug-eluting stent was advanced to the lesion (ref MFR report # 2953200-2010-00707). However, it is reported that the stent failed to cross the lesion. Stent damage was noted, when the device was removed from the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: 85% stenosis, severe calcification. Balloon inflated to 2atms above the rated burst pressure. Conclusion: 85% stenosis, severe calcification. Balloon inflated to 2atms above the rated burst pressure.